Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Some of the wires that composes the forceps elevator wire of the subject device were cut and raised. There was no report of patient injury associated with this event.